Event description:
The customer reported that the device locked up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated at the philips repair bench and the failure was confirmed. Replacement of the processor pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.